Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm 3300tfxj pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic stenosis with vmax 4.35m/s and eoa 0.67cm2 secondary to structural valve deterioration after an implant duration of approximately nine (9) years. The patient presented with dyspnea and symptoms of heart failure nyha class iii. A tavr procedure was performed with a 23mm non-edwards transcatheter valve with no adverse patient events reported. The patient status was reported as "recovered". It is unknown if there is any correlation between the event and the device.

Manufacturer narrative:
H11: corrected data: corrected section h6 (investigation findings).